Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7085803.

Event description:
It was reported that the implantable pulse generator (ipg) pocket site was red and warm to the touch, and the patient was experiencing nausea and chills. The physician examined the patient and noted that there was an infection, and the midline incision was also becoming infected. Magnetic resonance imaging (MRI) was done and hematoma was discovered in the epidural space. The patient was administered with clindamycin and was sent to the operating room (or) to have the hematoma cleaned out.